Event description:
Reported incident: "0 degree scope with darkened image unable to use which was md's preference due for need for clear picture/3rd ventriculostomy procedure. The 30 degree scope worked for about 20 minutes into precedure then half moon haze noted blocking important anatomy in order to do procedure. Troubleshooting to include wiping camera head and changing camera head, wiping camera head and scope, retrying 0 degree scope again to see if could have adequate optics which did not work. Pt burr hole closed up and md will shunt following day. Surgery prolonged 2 hours. Note: pt did suffer blown pupil and seizure post procedure requiring stat CT scan and icp catheter to monitor and drain." In 2003 received additional info. Pt is awake and in ICU. User/facility presumes the pt's recovery will be slower than normal. At this time the pt has not been shunted.